Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event: estimated the additional prostyle devices referenced in b5 are filed under separate manufacturer report numbers.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using prostyle devices. Reportedly, the sutures of the devices did not capture the vessel with three prostyle devices. The method of achieving hemostasis was not reported. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.